Event description:
It was reported that the blade became detached while using the cast cutter, 8 foot cord during a cast removal procedure. The procedure was completed successfully using a back up device, with no delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The reported event, blade became loose and then came off, was confirmed. During the inspection the electrical manufacturing engineer found the blade mount to be worn. The engineer determined that the current worn blade mount a blade may not remain securely held during cuts. The service technician found the output shaft assembly pins that the blade fits on were worn so much that it also would affect a blade during use. As per customer's request, device was not repaired and returned.

Event description:
It was reported that the blade became detached while using the cast cutter, 8 foot cord during a cast removal procedure. The procedure was completed successfully using a back up device, with no delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.